Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00010: neck; 3025141-2021-00011: stem.

Event description:
A patient was implanted with an arh slide-loc radial head replacement device in 2017. After several years, the patient developed pain weakness in the elbow and surrounding regions, resulting in a loss of range of motion. In 2020, the device was explanted.